Event description:
Technician reported pt reported an occlusion alarm that occurred during pt treatment. Pt was receiving 92 ml dose of chemo for a 46 hours period. Pump overinfused by 4 hours. No pt injury has been reported.